Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on his right side on or about (B)(6) 2006. Patient suffered elevated cobalt levels as well as other known or unknown medical complications. There is no mention of revision surgery.

Manufacturer narrative:
Update: (B)(4) 2012, patient fact sheet form was received which identified part/lot information.. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
Litigation record received. In addition to what were previously alleged, litigation alleges that the patient underwent a right hip revision surgery on (B)(6) 2018. Doi: (B)(6) 2006; dor: aug 24, 2018; right hip.